Event description:
The account alleged that when they activate the brakes, the brake casters at the foot end of the bed will not brake and they also continue to swivel. No pt impact.

Manufacturer narrative:
The account ordered replacement brake casters. No further info is available on the repair of the bed at this time.